Event description:
It was reported that the lead was dislodged and on revision the screw mechanism was unable to be deployed or retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and it was noted that the helix was distorted and bent. Explant damage was also noted. (B)(4).